Manufacturer narrative:
Based on the current information provided, the cause of intra-operative complication is unknown and it is unclear if user-error was involved. It was reported that the surgeon inadvertently stapled together bronchi tissue and an a3 branch (pulmonary vessels) which were not visible at the time the stapling. Also, the surgeon reportedly used the vse instrument where staples had been placed. If additional information is obtained, a follow-up MDR will be submitted. The endowrist stapler 45 instrument user manual states the following precautions for intraoperative use: warning: be deliberate in selecting tissue to clamp, as clamp compression may damage tissue. Warning: to avoid tissue damage, visually check for pinching of tissue at the instrument wrist. The vessel sealer user manual stated the following precautions for intraoperative use: warning: do not touch the jaws to any clips, sutures, staples or other metal objects while energized. This may compromise the seal. Caution: do not grasp or cut clips, suture, staples or other metal objects, as damage to the electrode or blade may occur. Isi has reviewed the site's system logs with a procedure date of (B)(6) -2020. Per the system logs, there were 2 endowrist staplers used in the case, a curved-tip stapler 30 instrument (part # 470530-08, lot # t11190822-0052) that was installed on both universal surgical manipulator 2 (usm2) and usm4, and a stapler 45 instrument (part # 470298-14, lot # t10190918-0096) that was installed only on usm4. The curved-tip stapler 30 instrument fired 3 white reloads, and the stapler 45 instrument fired 2 green reloads. All firings were completed per the logs. There was only one incomplete clamp in the case, it occurred on the last stapler install of the case, using the stapler 45 instrument. No stapler related errors were identified. The system logs reveal that both stapler instruments have been used in subsequent surgical procedures. The vse instrument is a single-use device. Isi has reviewed the site's complaint history and no related complaints were found. No photo or video of the event is available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the surgeon stapled together bronchi tissue and an a3 branch (pulmonary vessels). According to the initial reporter, the vessels were not visible at the time the stapling was performed. After that, the surgeon used a vse instrument to seal and cut the pulmonary vessels. Apparently, the surgeon had used the vse instrument where staples had been fired. As a result, a "small crack subsequently got torn" and additional bleeding was observed. The case was then converted to open surgery as a result of the vascular damage. The estimated blood loss volume was 600 ml. At this time, the cause of the vessel damage is unknown. It is unclear if surgical error and /or misuse/ mishandling was involved. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable, because the product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure and after the specimen was removed, the surgeon inadvertently stapled together bronchi tissue and an a3 branch (pulmonary vessels). According to the initial reporter, the vessels were not visible at the time the stapling was performed. After that, the surgeon used a vessel sealer extend (vse) instrument to seal and cut the pulmonary vessels. Apparently, the surgeon had used the vse instrument where staples had been fired. As a result, a "small crack subsequently got torn" and additional bleeding was observed. The case was then converted to open surgery as a result of the vascular damage. In regards to the patient's condition post-surgery, no problems were noted. The estimated blood loss volume was 600 ml. The surgeon commented that the bleeding at the end of the surgery was not a problem related to the da vinci surgical system. On 24-mar-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: in regards to the intra-operative complication, the following was noted: ¿when sealing, a staple core was chewed between the jaw of the instrument, a small crack was induced and then subsequently tore, and bleeding was found.¿ the surgeon reportedly said the root cause of the intra-operative complication was lack of confirmation. An endowrist stapler 45 instrument, with a green stapler 45 reload installed, was involved with the reported event. However, there is no allegation that a malfunction of the stapler instrument or reload occurred. Although thin blood vessels were also stapled during the event, no bleeding was observed when the bronchi and a3 branch were stapled together. In relation to the use of the vse instrument, it was explained that ¿there was no major bleeding immediately after sealing and cutting¿ with the instrument. It was further noted that ¿the bleeding occurred with a slight time lag, so the surgeon thought that the bleeding occurred when a small crack was spreading.¿ the case was converted to open surgery in order to achieve hemostasis and repair the a3 branch. Blood transfusions were administered. No post-operative complications have been reported.